Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient endovascular treatment of a 5.5 cm in diameter abdominal aortic aneury sm. It was reported that the physician had extreme difficulty advancing guide wires and catheters through the contralateral gate from below and above. The physician elected to pass a guide wire up the ipsi-lateral limb and was then able to cannulate the contralateral limb by snaring the guide wire through the contralateral limb. The case was completed with no endoleaks or occlusion of a iliac limb at the end of the case. The physician could not determine the cause of the event. No clinical sequelae were reported and the patient is fine.